Event description:
It was reported that the patient underwent plastic surgery procedure on an unknown date and suture was used. Approximately 6-8 months following the procedure, the patient experienced red indented markings where the suture has been placed. The patient was administered steroids. It was reported the reaction is severe with scarring in a large red wavy line that lasts for approximately 12 or more months and the patient is unhappy with the appearance of their skin following the procedure. The surgeon opined it is either an allergy or might be the chemicals that are released as the suture is absorbed causing a reaction. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion code 67, 92: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.